Manufacturer narrative:
This device is one of three products associated with this event. Please refer to MFR report # 1016427-2009-00076 & 9616099-2009-00445. The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.

Event description:
Procedure was a carotid stenting procedure. After pre-dilation, a type c dissection was noted and was eventually covered with the precise stent. Info regarding the predilation balloon was not available at this time. After the angioguard filter was deployed, pt developed spasm of the right internal carotid artery. Pt developed left hand weakness and facial droop reported as left hemiparesis. There was difficulty retrieving the filter into the capture sheath. The angioguard was eventually retrieved and the pt's neurological symptoms began to improve. Pt had complete resolution of symptoms within 45 minutes and had a full recovery with no deficit. Site reporter indicated that predilation was conducted with an aviator balloon. She also indicated that there were no problems with the proximal marker bands on the filter.